Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was having ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead attempted to deliver six shocks but were unsuccessful due to low defibrillation energy. Only 0 to 1.7 joules could be generated and the programmed values were 20 joules followed by 35 joules. The patient is deceased and products remain in the patient.